Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners,battery tube threads cracked, broken reservoir tube lip, reservoir tube cracked. Reservoir tube o-ring ok.

Event description:
The customer reported via phone call that the top ring of the reservoir compartment broke off. Customer's blood glucose was 200 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.